Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR.:returned product consisted of a solent proxi thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was blood outside and inside the device. The barb fitting nut to the snap fit adapter was not connected when the device was received. The barb fitting nut was connected to the snap fit adapter and functional testing was performed. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range (10.14 kpsi), without any leaks, issue or alarms. The barb fitting nut to the snap fit adapter was analyzed. When the device was microscopically examined it was found that there was no adhesive on the barb fitting nut to the snap fit adapter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that there was air within the system during use. An angiojet® solent¿ proxi was selected for a thrombectomy procedure in the femoral and iliac vein. During priming, the device stopped. However, this issue resolved and the device was able to complete priming. During use inside the patient, it was observed that there was air coming from the catheter tip. The device was sucking out a lot of bubbles and there was a lot of air in the system. It was not believed that any air was introduced into the patient. The system remained operational and no additional visible defects were noted. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.